Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The unspecified symbiq primary tubing set was being used to deliver an unspecified volume of normal saline with 40meq of potassium via a symbiq pump at a rate of 75ml/hr. On (B)(6) 2010 at an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site on the symbiq primary tubing set for piggyback delivery of 10meq/100ml of potassium, at a delivery rate of 100 ml/hr via a symbiq pump. The primary solution container was lowered below the secondary solution container. It was reported that 30 minutes after the secondary delivery was initiated, the pump alarmed and indicated a distal occlusion. At that time, the nurse noted that the secondary solution container was empty and the primary solution container "looked bloated." The pt's doctor was notified of the event. The doctor ordered a serum potassium level. The serum potassium was reported to be 3.3 meq/l. The tubing sets were replaced and therapies were resumed. There were no reported adverse pt effects and no delay in therapy critical for this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).